Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic after a transmission for ventricular fibrillation was sent. Due to far p-wave oversensing on the right ventricular lead, the patient received inappropriate shock/therapy. Chest x-rays were performed, and the dislodgement of the lead was observed. Patient said that they were moving their arms a lot. The lead was repositioned on (B)(6) 2021, and the patient was in stable condition.